Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmias caused by left ventricular (lv) lead pacing therapy. Reprogramming was performed set to right ventricular (rv) lead pacing only. The lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.